Event description:
Boston scientific crm received information that a shocking lead impedance measurement of greater than 125 ohms was detected for this right ventricular defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information is available and records indicate that this lead remains in service. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was subsequently reported that the patient with this lead committed suicide on the day of this shocking lead impedance measurement of greater than 125 ohms and that the measurement was observed after the time of the patient's death. There are no product performance allegations regarding this lead.